Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. The 95% stenosed lesion being treated was located in the moderately tortuous and moderately calcified 1st diagonal (d1). As physician advanced the 2.5x8mm ion stent delivery system (sds) he encountered resistance and was not able to cross the lesion. The sds was removed and damage to the stent struts were noted to be flared. The lesion was then dilated with and apex balloon and procedure was completed another 2.5x8mm ion stent. No patient complications were reported and patient status is fine.

Manufacturer narrative:
Returned product consisted of a taxus element/ion stent delivery system (sds) with no original packaging or other devices. The balloon was tightly folded with the stent secure between the markerbands. There were several struts lifted and bent back distally in the first and second proximal rows of the stent. There was no damage to the sds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. The 95% stenosed lesion being treated was located in the moderately tortuous and moderately calcified 1st diagonal (d1). As physician advanced the 2.5x8mm ion stent delivery system (sds) he encountered resistance and was not able to cross the lesion. The sds was removed and damage to the stent struts were noted to be flared. The lesion was then dilated with and apex balloon and procedure was completed another 2.5x8mm ion stent. No patient complications were reported and patient status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4).